Event description:
A hospital physician reported that a patient sustained a bowel perforation during an electrosurgical resection procedure. Surgical repair of the perforated site was requried. The same physician reported that a second patient was hospitalized for observation with complaints of fever, pain and symptoms of free air after undergoing the same procedure. Treatment with antibiotics was prescribed since perforation could not be confirmed. The two procedures were performed by two different staff physicians. Both physicians used valley lab electro surgical units (esu) and olympus sd-9u-1 reusable snares. The reporting physician stated that while attempting to remove the polyp from the mucosa with the sd-94-1 snare, "burn time" was increased and the snare wires were toggled back and forth. He mentioned there were no complications associated with removing the polyps with the replacement snares. The second physician did not return olympus' call.